Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had recurring no delivery alarm. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that she already changed whole infusion set and it did not help. She already removed set from body and cannula was not bent. Customer states the insulin exited during 5.0 unit fixed prime. The insulin pump will not be returned for analysis.